Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the device was returned analyzed, and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had to be explanted due to a blood infection. No further patient complications have been reported as a result of this event.